Event description:
Treatment of an avm located in the left occipital lobe. It was reported that while navigating the balloon catheter in the left pca to the target lesion without resistance, a vessel rupture was observed at the top of the basilar artery. It was reported the patient expired.

Manufacturer narrative:
It was reported the device involved in the event will not be returned for evaluation as it was discarded. (B)(4).